Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 427 mg/dl at the time of incident. The customer was reported other blood glucose value such 490 mg/dl. The customer treated high blood glucose with insulin pump and syringes. The customer was using the insulin pump when high blood glucose event was reported. Customer was using auto mode. The insulin pump will not be returned for analysis.